Event description:
A caller reported that the pump was taking longer to charge than usual. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.